Event description:
Lasik procedure. After 11 months. I have dry eye, halos, starburts, pain. I cannot work because of this. I have been to 7 doctors all have different answers and nothing has worked. I am upset with the way lasik is put forth. My doctor made it sound like this stuff will not happen to you it only happens to 1% of the people and you have healthy eyes, so you have nothing to worry about. I told him over and over, I am on a computer all day I cannot have dry eye and he told me it would be short term. (B) (6)